Manufacturer narrative:
The peritonitis was medically confirmed. The physician clarified the event was due to a breach in aseptic technique. The breach in aseptic technique was not further specified. The event was manifested by cloudy effluent. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patients recovery status and action taken with pd therapy were not reported. No additional information is available.